Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-15236; related manufacturer reference number: 2017865-2019-15237. It was reported that the patient developed lead endocarditis and recurring methicillin-resistant staphylococcus aureus - mrsa bacterial infection. The pacemaker and leads were explanted on 10 oct 2019. Patient was in stable condition.